Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the applicator zip fix locks were not working properly and resulted in a 15 minute delay of surgery. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles indicates that: visual inspection of lot 7591576 has shown that the upper screw, which is connected to the operating lever, is missing. The review of the production history revealed that this instrument was manufactured in october 2011 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. The assembly process at the time of manufacturing required that these screws are secured with an adhesive. The exact cause of this occurrence cannot be determined; we can only assume that wear and tear and/or continuous stress, which the operating lever is subjected to, might have promoted the screw loosening. This instrument was subjected to some measures and amongst others these specific screws were replaced by cylinder pins. The new generation is available since 2012. Undetermined: no product problem identified, this complaint is undetermined. No further investigation is required. This file is closed to trend. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the first generation instrument of the two returned is showing marks and scratches on its moving parts which indicate a long time use. One screw is missing, as per the complaint description, no other damages are identified. The function of the returned instrument, of lot number: 7591576 not more given because one housing screw which holds the tensioning lever in position is not more in place and was not returned with this complaint. The root cause of the missing screw can not be determined by product development because the screw was not returned with the instrument. The complaint is closed by product development as valid. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.